Event description:
It was reported that the patient was unable to charge the ipg, implantable pulse generator after having undergone a previous procedure. The physician educated the patient on charging techniques, however the re-education was not successful. The patient underwent a revision procedure in which the ipg was replaced. It was stated that monopolar electrocautery was used in a previous procedure and that the ipg may have been damaged. The date of the initial implant is unknown. The patient is doing well post operatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. The returned ipg, implantable pulse generator, was received and analysis was completed. The ipg was undetectable to charging devices, and could not be charged. The device was cut open, and the battery measured 1.73 volts. The battery was replaced by an external power source for further investigation. The ipg profile data indicated that the ipg had been working normally before the previous procedure indicating that it was damaged by monopolar electrocautery during the procedure. The device exhibited excessive quiescent current leakage (44.1 ma), low vh (high voltage) impedance (118) and a relatively hot spot on u2 asic (application-specific integrated circuit) (31.5c). Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. A labeling review was performed and it did not reveal any anomalies. IFU, leads instructions for use, states that the following medical therapies or procedures may turn simulation off, cause permanent damage to the stimulator, or may cause injury to the patient. These include electrocautery, external defibrillation, lithotripsy, radiation therapy, transcranial stimulation, MRI and diathermy. Based on all available information, engineers are able to confirm the root cause of the event. The returned ipg was analyzed and confirmed that the u2 asic was damaged due to the use of electrocautery during a previous procedure, which is a known source of high voltage transient signals. The probable cause determined to be that unintended use error caused or contributed to the event.

Event description:
It was reported that the patient was unable to charge the ipg, implantable pulse generator after having undergone a previous procedure. The physician educated the patient on charging techniques, however the re-education was not successful. The patient underwent a revision procedure in which the ipg was replaced. It was stated that monopolar electrocautery was used in a previous procedure and that the ipg may have been damaged. The date of the initial implant is unknown. The patient is doing well post operatively.